Event description:
It was reported that during a laparoscopic cholecystectomy, the device malfunctioned. No additional info was available. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Anti-backup failure, malformed clip. Eval summary: the analysis results for the instrument found that it was returned non-functional. The instrument was cycled and there was a double feed incident that caused two malformed clips. The device then fed two malformed clips due to an anti-backup failure. The remaining seven clips were fed and formed properly. The instrument locked out as intended but the orange indicator was noted to be beyond its intended position. The instrument was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the anti-backup failure. A corrective action has been initiated to address the root cause of the double feed issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.